Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the cartridge was cracked. The customer's blood glucose level was 280 mg/dl and it was addressed with a manual injection. Also, the customer received a temperature alarm and stated that the pump was in the back pocket not exposed to any extreme temperatures. Reportedly, the pump was warm to touch. The temperature alarm did not impact the customer's blood glucose level. The customer indicated that a new cartridge would be loaded.